Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred vision. The lens was exchanged for another lens model 02 months 11 days following the initial procedure. Clinical reason for explant was mentioned as vision was over corrected. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned with klotho-related protein (klrp) for further evaluation. A scratch and a crack is observed in the center of the optic. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection was conducted with acceptable results. Information regarding the replacement lens was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).